Manufacturer narrative:
Conclusion: based on the analysis and investigation, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The cause of the leaflet motion could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed that both leaflets were in the closed position. Using a blue actuator to test leaflet movement, the leaflets moved without difficulty. Both leaflets were intact with no evidence of damage such as cracks and/or surface anomalies. The orifice was intact with no evidence of damage. Both inflow and outflow valve hinge mechanisms were intact. The carbon sub-assembly rotated normally in the sewing ring. Conclusion: the investigation is ongoing and at the conclusion of the investigation a supplemental report will be submitted. A4: patient weight added b5: correction: medtronic received information that immediately after the implant of this 29mm mitral mechanical valve and while the physician was closing the thoracic cavity, the patient's blood pressure decreased. After transesophageal echocardiogram (tee), it was found that one of the valve leaflets was restricted in activity and could not be opened to a normal angle. After the chest was once again opened, the valve was removed and replaced with a non-medtronic valve. No additional adverse patient effects were reported.  D3: MFR name corrected. G3: report source added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after the implant of this 29mm mitral mechanical valve and while the physician was closing the thoracic cavity, the patient's blood pressure decreased. After transesophageal ultrasonography, it was found that one of the mitral valves was restricted in activity and could not be opened to a normal angle. After the chest was once again opened, the valve was removed and replaced with a non medtronic valve. No additional adverse patient effects were reported.